Event description:
Left ruptured implant and bilateral removal. A 55 yr-old white gravida 3 para 3 female status post bilateral subglandular inframammary gels (300cc) implanted in 1978 for augmentation. Pt complains of increased firmness and pain times one yr. No history of trauma or decreased size. She has no systemic symptoms but has gained weight in intervening years with increased cholesterol. Pt is otherwise healthy.